Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test during preventative maintenance twice, psi 22. 88" was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor which was out of specification. The force sensor required to calibrate to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test during preventative maintenance twice at psi 22.88 occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.